Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. A chest x-ray was performed and did not show any abnormalities however a micro perforation was suspected. The physician will continue to monitor the patient. As of this time, the lead remains in service. No additional adverse patient effects were reported.